Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that saline drips were unable to be seen exit the infusion set tubing. Additionally, it was reported that multiple, intermittent occlusion alarms occurred. As the issues occurred in the past, troubleshooting was unable to be performed. There was no information provided regarding the customer's blood glucose level. Customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged load fill tubing issue and the alleged occlusion alarm issue could not be verified.